Event description:
It was reported that the patient¿s battery had given out after being implanted for 3 years and they had it removed from their left side and a new one was implanted on the right side. The battery inside ¿just gave up¿ and the patient¿s health care provider (hcp) told them that they had it for a while already and it did give up after almost 4 years so they were right there on that level. It was reported that the patient¿s managing hcp thought it was normal battery depletion. It was noted that the manufacturer representative tried 25 different programs and none of them worked so that was why they decided to remove and replace the implantable neurostimulator (ins). This occurred about 3.5 weeks ago and about a week later, the patient had a meeting with their hcp and the manufacturer representative and they discussed that they would remove the ins on the left side and implant a new one on the right side. The replacement surgery took place on 2014 (B)(6). Additional information received reported that the manufacturer representative tried to reprogram the old unit and couldn¿t get the patient to feel any stimulation so they device a new lead and new ins were needed do to battery depletion, lack of stimulation, and lack of relief being felt with the older unit. The patient couldn¿t feel stimulation with the older unit at 8.5v. It was noted that the lead may have migrated. There was no known cause as of yet and it was clarified that the patient meant lack of effect as of now when they said that the programs didn¿t work. It was reported that the manufacturer representative did not know when the event started. Additional information received reported that the patient originally received therapeutic benefit but their symptoms came back after 3 years. It was noted that the battery depletion seemed normal. No diagnostics were performed that confirmed a lead migration and there was just a lack of options tried to feel stimulation. It was reported that if the lead had migrated that this was considered to be the cause of the lack of effect and the reason that no programming sessions could provide relief.

Manufacturer narrative:
Product ID 3889-28, lot# v786384, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v786384, implanted: 2011 (B)(6); product type lead. (B)(4).